Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump declared multiple temperature alarms while not exposed to extreme temperatures. There was no impact to blood glucose (bg) levels. It was indicated that the customer will administer manual injections as alternate insulin therapy.